Event description:
It was reported that one day post implant, decrease in r-waves, an increase in threshold and low impedance were observed. X-ray suggested micro-dislodgement. A lead repositioning was planned. When patient returned for additional follow-ups, thresholds had come down, although previous follow-up had shown further increase in values. In 2008, patient presented to the clinic with high threshold. Lead will be repositioned in the upcoming weeks.

Manufacturer narrative:
Na

Event description:
The lead was repositioned.